Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient is in a lot of pain and was headed to the ER to be catheterized. Pt confirmed having a return of symptoms since about (B)(6) 2022. It was also noted they had an MRI on (B)(6) 2022. Troubleshooting was unable to be performed as the communicator would not recharge or power on. Pt recharged their communicator for 48 hours and the battery light would not power on while connected to the micro usb cord. Pt stated that the same micro usb cord was used to recharge the communicator successfully before this weekend. The patient was redirected to their healthcare provider to further address the issue and the communicator was replaced.